Event description:
Paramedics responded to a person described as in cardiac arrest. The pt was connected to the device with disposable defibrillation/ECG electrodes. The rptr stated the operator observed the therapy cable connector was damaged and used a backup defibrillator with no adverse affects to the pt reported as a result of the alleged malfunction.